Event description:
It was reported that the table on the 2800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The morton board and fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.